Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle did not prime properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the chemical solution did not come out during priming.

Manufacturer narrative:
Investigation summary eleven open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on eight samples and a bent non patient end of cannula was observed on three samples. Due to the condition the samples were returned no clog test could be carried out. As all samples returned were open it is not possible to determine root cause.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm ((B)(4)) the needle did not prime properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the chemical solution did not come out during priming.